Manufacturer narrative:
The reported failure was confirmed through analysis. The luer and irrigation tubing was torn apart at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the luer tube and handle. Electrical continuity checks revealed no electrical opens or shorts. All electrode/ thermocouple/magnetic sensor resistances measured in specifications and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure to treat ventricular tachycardia a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the irrigation tip broke during the procedure. The catheter was exchanged and the procedure was completed successfully without any patient complications. It was further reported that the irrigation port was damaged. No error messages appeared and irrigation was not interrupted when the damage was observed during the procedure. Flow rate was at 15 milliliters.

Manufacturer narrative:
Additional information added to b5. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat ventricular tachycardia a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the irrigation tip broke during the procedure. The catheter was exchanged and the procedure was completed successfully without any patient complications. It was further reported that the irrigation port was damaged. No error messages appeared and irrigation was not interrupted when the damage was observed during the procedure. Flow rate was at 15 milliliters.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat ventricular tachycardia a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the irrigation tip broke during the procedure. The catheter was exchanged and the procedure was completed successfully without any patient complications.